Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective prism. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the lcb distal cover glass fluid damage, the objective prism cloudy (not clear view), the balloon feeder/return tube clogged, the deflector washing socket deformed, the operation channel leak, the operation channel cut, and the warning/caution label worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).